Manufacturer narrative:
On 3-sep-2025, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell into the patient during the surgery, nor was there witnessed anything falling into the patient. Additionally, there was no injury to the patient due to the cable breaking during the procedure. There were no additional tests performed and the procedure was completed robotically as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The suction irrigator was received and failure analysis found the instrument to have damage to the distal tip. The distal tip was damaged on the back side, and the blue insert was damaged at the proximal end. The distal tip was returned, separated from the instrument. There was no damage to the snake wrist or cables. There were no fragments found missing.

Event description:
Intuitive surgical, inc. (Isi) received user facility report 2900530000-2025-8006 stating: while surgeon was using the robot suction irrigator, the plastic tip of the irrigator came loose and disconnected from the shaft. No other piece came loose and no other foreign object was found after careful search of surrounding area. It was reported that during a da vinci-assisted surgical procedure the plastic tip of the suction irrigator came loose and disconnected from the shaft. No other piece came loose and no other foreign object was found after careful search of surrounding area. No fragment fell into the patient during the surgery, nor was there witnessed anything falling into the patient. Additionally, there was no injury to the patient due to the cable breaking during the procedure. There were no additional tests performed and the procedure was completed robotically as planned.

Manufacturer narrative:
Updated fields: b1, b2, h1, h6, and h11. Corrected data: during the da vinci-assisted high anterior resection procedure, the plastic tip of the suction irrigator instrument actually came loose and disconnected from the instrument's shaft. The surgeon was dissecting when the instrument's tip fell off. The detached tip was retrieved using another instrument. It was confirmed that all fragments were retrieved by comparing the suction irrigator instrument with a replacement suction irrigator instrument. The procedure was completed robotically as planned.

Event description:
Refer to h11 for follow-up information.